Event description:
It was reported that a balloon removal difficulty occurred. It was reported that target lesion was moderately calcified and mildly tortuous. A 38mm x 2.75mm promus premier select stent balloon expandable was selected for procedure. During the procedure 38mm x 2.75mm promus premier select stent was implanted. Following implantation, on withdrawing the delivery balloon, it stuck on the tip of the non-bsc guiding catheter. The procedure was completed successfully and there were no patient complications reported.

Manufacturer narrative:
B3: as the event date was not reported, the first day in the month of the aware date is provided. Initial reporter phone: (B)(6).

Manufacturer narrative:
B3: as the event date was not reported, the first day in the month of the aware date is provided. Initial reporter phone: (B)(6). Device evaluated by manufacturer: the returned product consisted of the promus premier select 38 x 2.75mm stent delivery system (sds), batch #32254996. Visual, tactile and microscopic analysis was performed on the device. Multiple kinks were noted along the polymer extrusion and hypotube shaft. The inner wire lumen was stretched at the port exchange with the balloon profile pulled distally over the proximal markerband. No other device issues were noted during analysis.

Event description:
It was reported that a balloon removal difficulty occurred. A 38mm x 2.75mm promus premier select stent balloon expandable was selected for procedure. During the procedure 38mm x 2.75mm promus premier select stent was implanted. Following implantation, on withdrawing the delivery balloon, it stuck on the tip of the non-bsc guiding catheter. The procedure was completed successfully and there were no patient complications reported. It was further reported that target lesion was moderately calcified and mildly tortuous.